Event description:
This device was implanted on (B)(6) 2011 and remains implanted at this time. Information from clinic following patient stated that nosie which appeared to be from muscle sensing/diaphragmatic stimulation was noted. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).